Manufacturer narrative:
The field service engineer determined the flow path was partially clogged. The flow path was cleaned. The customer repeated patient samples prior to and after the event. All samples repeated correctly. The customer ran calibration and controls successfully. The last calibration performed on 11-nov-2019 was ok, with no alarms. Quality controls were within range, showing no indication of a reagent or instrument performance issue. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, ci for gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample was repeated on a second analyzer and the repeat results were believed to be correct as they matched previous values of the patient. The sample initially resulted with an na value of 109 mmol/l, which repeated as 130 mmol/l. The sample initially resulted with a cl value of 111.2 mmol/l, which repeated as 91.3 mmol/l. The na electrode lot number was s2920, with an expiration date of 07-jun-2020. The cl electrode lot number was h3533, with an expiration date of 11-feb-2020.